Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was occluding against the wall of the trachea. There was tracheal abrasion. The patient's neck was sore. Talking and swallowing were painful for the patient.